Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded lens had a faulty cartridge. The patient contacted with lens. The lens came out sideways, and the tip of the cartridge was broken. The procedure was completed with another iol of the same model (j&j). The patient was doing well. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: june 18, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod was overriding a lens that was stuck in the cartridge and sticking out of the side of the cartridge. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge was observed to be torn and bent; stress marks were observed on the cartridge tip but were in specification for a used device. The lens module and device assembly were inspected revealing no issues. Plunger rod advancement was inspected revealing no resistance; the plunger rod tip was bent. The lens could not be removed from the cartridge for evaluation; however, the lens was observed to be torn. The customer provided photo was evaluated and showed the suspect cartridge and the plunger rod was observed to be protruding out of the cartridge tip. The cartridge tip was observed to be damaged. Due to photo quality no further issues were observed and no further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.